Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the battery contacts were contaminated, the release latch was damaged and the user knobs were sticky. During final test, the device failed several times for atrial rejection and atrial blanking. A second check on the automated test system, the device failed during start up. Also intermittently there was an interrupted line on the lower screen. (B)(4).